Event description:
It was reported that during normal follow up externalized conductors were observed. No electrical anomalies were noted. Lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.